Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error and had unresponsive buttons. The customer¿s blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with all buttons unresponsive due to corroded keypad traces. No button error alarm noted.